Manufacturer narrative:
The lead and ICD were received for analysis. Itrevia 7 vr-t df-1 promri upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for approximately 26 months and 116 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular as well as the farfield channel, which led to multiple shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as the farfield channel. However, a thorough analysis of the ICD proved the device to be fully functional. Linox s 65: upon receipt the lead was found cut 13 cm distal to the is-1 connector pin. An approximately 13 cm medial part was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the fragments was scrutinized, including a visual inspection. The visual inspection revealed marks of wear at several positions of the lead segments. In particular, in between 24 and 26 cm proximal to the lead tip an insulation damage due to wear was noted. This damage is assumed to be the root cause for the observed oversensing. Further damages like the deformed rv shock coil, the in the distal area fractured conductor cable leading to the ring electrode and the from the is-1 connector ruptured lead body most likely occurred during the extraction procedure due to tensile stress. The manufacturing processes for both devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 130 months, oversensing with inappropriate therapies was reported.